Event description:
Information indicated that the unit was not rolling easily. No injury alleged.

Manufacturer narrative:
Technician found that the casters would lock, but brake casters would ratchet. Replaced the casters to resolve this issue. Bed stored in ER room.